Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing or frozen screen anomaly. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. No pump error 23 noted during testing, however device received with corroded electronic assemblies due to moisture exposure.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was at 7.3 mmol/l the time of incident. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that the spring was neither damaged nor corroded. Customer stated that the battery compartment was neither damaged nor corroded. Display did return after pump restart. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer stated that the insulin pump had pump error alarm and they were unable clear alarm. Customer stated that the screen of the insulin pump was scratched. The insulin pump will be returned for analysis.